Event description:
It was reported a patient had a 4-level anterior cervical discectomy and fusion procedure on an unknown date approximately 2011, using synthes vectra and another competitive product. Patient reports post-operative patient reaction and on-going pain. Patient requests information on possible allergic reactions associated with material composition of implanted hardware. This report is for an unknown spinal device. This is 1 of 1 report for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown spinal device, part and lot number are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.